Event description:
It was reported that the right atrial (ra) lead was exhibiting high impedance, noise and loss of capture. P-wave undersensing was observed in bipolar configuration and inability to sense p-waves was observed in unipolar configuration. It was also reported that the right ventricular (rv) lead was exhibiting high impedance, noise and loss of capture. Small r-wave measurements were also observed. It was reported that the patient experienced a fall. Despite reprogramming, the leads were both explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).